Event description:
During the drilling for the shs, the drill bit ran onto the nail. The adjustments on the insertion handle were reportedly correct and the k-wire was reportedly correctly positioned subchondrally. The nail holding screw was then difficult to remove from the nail. Replacement was available. Surgical delay of 10min. Not longer.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. During simulation of pre-op check the returned devices could be assembled and disassembled without excessive force as intended. The subject of the reported event could not be reproduced. Signs of seizing / fretting corrosion were not found on the items. The threads of the nhs are in good condition. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intraoperative procedure, which is supported by the signs of damage at the proximal bore of the nail and has to be classified as user-customer-user error. Pre-supposing that functionality was confirmed by pre-operative check performed, which is required per IFU, it was concluded that the event was mainly based in the medical procedure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During the drilling for the shs, the drill bit ran onto the nail. The adjustments on the insertion handle were reportedly correct and the k-wire was reportedly correctly positioned subchondrally. The nail holding screw was then difficult to remove from the nail. Replacement was available. Surgical delay of 10min. Not longer.